Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.

Event description:
The event occurred in china. It was reported that the rotaflow suddenly stopped pumping during treatment, and the panel display was blank. After restarting the device, the indicator light flashed briefly and then immediately shut down. On-site personnel suspected a battery problem and immediately connected the ac power supply and restarted the device, but the device still did not start. The customer used the emergency drive immediately to maintain patient treatment while activating the backup device to take over. The entire process did not cause any personal injury, and the patient is currently in good condition. The faulty device has been deactivated and is awaiting repair. Since the pump stopped and the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow suddenly stopped pumping during treatment, and the panel display was blank. After restarting the device, the indicator light flashed briefly and then immediately shut down. On-site personnel suspected a battery problem and immediately connected the ac power supply and restarted the device, but the device still did not start. The customer used the emergency drive immediately to maintain patient treatment while activating the backup device to take over. The entire process did not cause any personal injury, and the patient is currently in good condition. Since the pump stopped and the device was exchanged during patient treatment, which stops treatment for a moment, the event can result in a risk for harm of any person. Therefore, a report is required. The patient data was not shared by customer. The rotaflow device with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to confirm the reported failure. The technician found that the host switch needed to be pressed hard to ensure it was turned on. The switch suddenly snapped back during operation and therefore the device turned off. A new switch (article number 701050674) has been ordered and will be replaced. The on/off switch (article number 701050674) was already investigated by the getinge life-cycle-engineering (lce) and wear and tear could be determined as the most probable root cause, as the locking mechanism, was worn out which lead to the reported failure. In addition, the device was produced in 2016, which also indicates that usual wear and tear could be the most probable cause of the reported failure. Based on the investigation results the reported failure could be confirmed. The review of the non-conformities has been performed on 2025-08-04 for the period of 2016-02-17 to 2025-07-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2016-02-17. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The following IFU section should be followed in case of a "pump stop" heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use: if the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).